Manufacturer narrative:
Date of event estimated based on report that event took place in (B)(6) 2015. Implant date: (B)(6) 2015.

Event description:
(B)(6). It was reported that coronary artery disease occurred. In (B)(6) 2012, the subject was diagnosed with coronary artery disease. The stenosis was noted in the left anterior descending artery (lad). A percutaneous coronary intervention was performed using a 2.6mm x 16mm promus drug eluting stent. Residual stenosis in the first diagonal artery (d1) stenosis was noted, which was treated medically. In (B)(6) 2015, the lad (initially treated with a promus stent in (B)(6) 2021) was again treated with a 2.75mm x 28mm promus drug eluting stent. The mid ramus and ostium of mid ramus were treated with a percutaneous coronary intervention, using two 3.00mm x 15mm promus element plus drug eluting stents and a 2.75mm x 12mm promus element plus drug eluting stent, respectively. In (B)(6) 2015, multivessel coronary artery disease of the left circumflex, distal left main, lad with no graft to obtuse marginal 1 and an atretic left internal mammary artery (lima) to lad was noted. The saphenous vein graft (svg) to the obtuse marginal 1 were actually anastomosed to the diagonal 1, which was a very small distal vessel with poor runoff. Hence, coronary artery bypass grafting was performed from svg to ramus and svg to lad. No further patient complications were reported in relation to this event. In (B)(6) 2015, a re-do of the coronary artery bypass grafting was performed from svg to ramus and svg to lad.

Event description:
Ranger ii sfa. It was reported that coronary artery disease occurred. In (B)(6) 2012, the subject was diagnosed with coronary artery disease. The stenosis was noted in the left anterior descending artery (lad). A percutaneous coronary intervention was performed using a 2.6mm x 16mm promus drug eluting stent. Residual stenosis in the first diagonal artery (d1) stenosis was noted, which was treated medically. In (B)(6) 2015, the lad (initially treated with a promus stent in (B)(6) 2021) was again treated with a 2.75mm x 28mm promus element drug eluting stent. The mid ramus and ostium of mid ramus were treated with a percutaneous coronary intervention, using two stents, a 3.00mm x 15mm promus element plus drug eluting stent and a 2.75mm x 12mm promus element plus drug eluting stent, respectively. In (B)(6) 2015, multivessel coronary artery disease of the left circumflex, distal left main, lad with no graft to obtuse marginal 1 and an atretic left internal mammary artery (lima) to lad was noted. The saphenous vein graft (svg) to the obtuse marginal 1 were actually anastomosed to the diagonal 1, which was a very small distal vessel with poor runoff. Hence, coronary artery bypass grafting was performed from svg to ramus and svg to lad. No further patient complications were reported in relation to this event. In (B)(6) 2015, a re-do of the coronary artery bypass grafting was performed from svg to ramus and svg to lad. Previously it was reported that the stent implanted in (B)(6) 2015 was a 3.00mm x 15mm promus element plus. Now it is reported that the 3.00mm x 15mm is not a boston scientific stent.

Manufacturer narrative:
B3 date of event estimated based on report that event took place in (B)(6) 2015. B5 describe event or problem, h6 patient codes and h6 impact codes: corrected.